Event description:
It was reported that the pump indicated a data log corruption. There was no reported impact on the customer¿s blood glucose level. The device is being returned, and a replacement pump has been provided.